Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Consumer reported they had no relief. Patient reported their trial began on (B)(6) 2017 and the manufacturer representative told them ¿most the wires were bad to start with.¿ it was reported that the wires were ¿screwy¿ and the controller wouldn¿t work so they hooked it back up and it seemed to be making things worse. Patient reported they only get stimulation "on program 3 just up my right leg, but not in the bicycle region and it doesn¿t seem to help the incontinence at all". Patient clarified that they hadn¿t had relief since the trial was put in. Patient reported that "the wires were broken or disconnected I don¿t know." Patient was directed to follow-up with their physician. No further complications anticipated.